Event description:
Patient was in CT scan. Ventilator went into standby mode. Patient had brief desaturation. Ventilator restarted and sats increased. No harm to the patient. Ventilator removed from the patient and has been running for 3 days in biomed and respiratory care departments with no further issues.